Event description:
Event description guidant received information that two weeks after this ventricular lead was implanted, it displayed increased threshold measurements and was discovered to have dislodged.